Manufacturer narrative:
Product event summary: the device was returned and analyzed. The feedthrough was contaminated. Analysis of the hybrid revealed internal inspection of the device found a domed metal stack over the e1, e2 and ep2 feedthroughs and a high resistive input circuit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lnq22 implantable cardiac monitor experienced sensing issues and oversensing, and was described as too noisy to be a useful implantable cardiac monitor. The device was identified as falling within the moisture and noise field corrective action. This noise pattern indicated the device was not performing as intended. The device was explanted and replaced with another lnq22 implantable cardiac monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: updated coding in h6 and correction number in h9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.